Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/30/2015 with the following findings: during evaluation, a review of the pump¿s black box showed call service alarms (cs 054) had occurred. The pump was powered on and displayed the verify screen. The audible tones and vibrations functioned properly. A visual inspection of the pump showed that the battery compartment was cracked. The battery cap was able to tighten securely to the pump. The battery cap was able to tighten securely to the pump. During testing, the pump was exercised for 24 hours with no pump reboots, loss of power or call service alarms occurring. The pump case was removed and there was no evidence of moisture or loose components observed inside the pump. A call service alarm that may cause the screen to be blank was found in the black box data; however, a power issue was not duplicated. Unrelated to the complaint, the top of the cartridge compartment was damaged. The cartridge cap was able to tighten securely to the compartment.